Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure for the treatment of stress urinary incontinence on (B)(6) 2005 and mesh was implanted. The patient immediately suffered pain and other complications. The patient had trouble urinating, lethargy and debilitating pain on an ongoing basis and was unable to engage in sexual intercourse. The patient has sustained permanent and debilitating injuries. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent removal mesh, cystoscopy and repair of urethra on (B)(6) 2014 due to urethral erosion, retropubic mesh and pelvic pain. It was reported that patient underwent a cystoscopy and removal of urethral foreign body on (B)(6) 2013 due to sling erosion. No additional information was provided. (B)(4).